Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, there was no "test ok" message when performing the 100 joule shift test. The complainant indicated that there was no pt involvement in the reported malfunction.